Manufacturer narrative:
Manufacturer investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these events and the patient¿s outcome could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The submitted log files captured the pump appearing to have functioned as intended at the set speed with no atypical alarms until 3 transient low flow hazard alarms were observed on (B)(6) 2019 from 06:45:05 am through 06:45:57 am. These alarms were associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm, and they lasted up to approximately 7 seconds in duration. The calculated flow then ranged between 2.6 and 3.5 lpm until the flow decreased below the low flow threshold of 2.5 lpm starting at 06:52:03 am, followed by a persistent low flow hazard alarm. Flow continued to gradually decrease to values as low as 0.9 lpm until two intentional pump stops were observed at 07:18:32 am and 07:18:38 am, which lasted approximately 1 second and 17 seconds in duration, respectively. The driveline was then disconnected at 07:21:41 am, and the controller was promptly powered down. The pump appeared to have functioned as intended at the set speed until the intentional pump stops and disconnection of the driveline. The device parameters were also within normal limits for this patient. A catastrophic intracranial bleed was suggested as a potential cause; however, it was later reported that a preliminary autopsy revealed no immediate cause and the cause of death was not known. The final report was still not available, and the cause was still a bit of a mystery. (B)(6) was not explanted and would not be returned. There is no product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient unexpectedly expired, the patient was do not resuscitate (dnr). Log file analysis revealed an intentional pump stop followed by a drive line disconnect which permanently stopped the pump. The pump appeared to have operated as intended. It was later reported that the patient was up to use the restroom without issue, and then an hour later was found blue in bed with low flow alarms. Shortly after the patient was agonal/asystolic and pupils were dilated and fixed. The account also stated the patient suffered a catastrophic intracranial bleed. No further information was provided at the time of this report.